Event description:
It was reported by the audiologist that the child stated in the first week of june, that he is not benefiting from the device at all. The external parts were checked. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
It was reported by the audiologist, that the child stated in the first week of (B)(6), that he was not benefitting from the device at all. The external parts were checked. An accident or trauma is not known.

Manufacturer narrative:
Additional information: according to currently available information, it appears there is a problem with the active electrode. Due to the fact, that the telemetry changed from all channels ok to all channels hi/sc in only 6 months, an external mechanical impact to the active electrode cannot be totally excluded. However to confirm an exact root cause a device investigation at the explanted device is necessary. As of today no information has been received about a potential date for surgery.

Manufacturer narrative:
Additional information: according to the currently available information, it appears there is a problem with the active electrode. Due to the fact that the telemetry changed from all channels ok to all channels hi/sc in only 6 months, an external impact to the active electrode appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The complaint is to be re-opened when the device is received.

Event description:
Additional information: it was reported by the audiologist, that the child stated in the first week of (B)(6), that he was not benefitting from the device at all. The external parts were checked. An accident or trauma is not known.